Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib device failed operational tests. There was no reported patient involvement.

Event description:
It was reported to philips that the heartstart mrx monitor/defib device failed operational tests. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint indicating that, during preventive maintenance, the heartstart mrx defibrillator was not passing the operational test. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and determined the cause of the reported problem was a malfunction of the therapy capacitor. The therapy capacitor was replaced to resolve the customer's reported problem, and the device passed functional testing. The device remains at the customer's site. No further action is warranted at this time.